Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular (lv) lead had high thresholds and extracardiac stimulation. The lv lead had been programmed off at an earlier date. The lv lead was explanted and not replaced. No patient complications have been reported as a result of this event.